Event description:
It was reported that the subject device experienced interference and image loss. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: damage on cable unit, the displayed image is flickering, poor watertightness of cable unit, dirt on button. A root cause could not be identified. Based on the results of the investigation, the most probable cause of reportable malfunctions (interference and image loss) is traced to damage on cable unit and poor watertightness of cable unit. And the cause of the additional reportable malfunction (dirt on button) found during device evaluation could not be established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.